Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the molded water ports on the oxygenator did not fit the quick disconnect. There was no patient involvement as this occurred during set up. Product was not used. Surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).